Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) reviewed the therapy settings with the patient and assisted with clearing the alarm. The last fill volume was noted as 2000ml and the fill volume programmed is 2400ml, with an initial drain alarm set to 0ml. After reviewing the rest of the therapy settings and the cycle ultra filtration volumes, the tsr explained that the patient did not drain completely out during the initial drain and since the device felt no flow, it moved to filling the patient. The patient understood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.